Event description:
The only information that is available regarding this complaint is an infection investigation form. There are no other details are available at the moment.

Manufacturer narrative:
The device is currently at the investigation site. The only information that is available is an infection investigation form. There are no other details regarding the complaint. Communication has been sent to the sales rep to obtain more information. It also appears that the subject complaint is for the bactiseal kit. However, a serial number for the ventricular catheter was reported to be cggb5l. And the peritoneal catheter was reported to be cfp808. Upon completion of the investigation, a follow up report will be filed.